Manufacturer narrative:
(B)(4) date sent to the FDA: 01/23/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pelvic abscess procedure on unknown date and the reservoir was connected to a drain. It worked properly during the procedure. After the procedure, a nurse emptied exudate and reactivated the system. At that time, one side of the reservoir inflated as usual, but the other side did not inflate at all. However, negative pressure was applied and drainage was done. Therefore, the nurse continued to use the reservoir. The postoperative course of the patient was good, and the reservoir was removed as usual. The patient was discharged from the hospital. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
All components are in place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.